Event description:
A distributor reported to a carefusion technical representative the following allegation. During the first time set up of the ventilator, the engineer reported an "o2 range error". No pt involvement.

Manufacturer narrative:
(B)(4). The alleged failed component has been shipped to carefusion for evaluation. Upon receipt the failure analysis laboratory will evaluated the component and if any further information is acquired a follow-up report will be submitted.